Manufacturer narrative:
(B)(4).

Event description:
The customer initially noticed that two samples had questionable results for crej2 creatinine jaffé gen.2 (crej) on a cobas 6000 c (501) module - c501. The samples were repeated and the erroneous results were not reported outside of the laboratory. The customer later repeated additional patient samples and determined that three of these additional samples had erroneous low results that were reported outside of the laboratory. All three samples initially resulted as 0.17 mg/dl accompanied by a data flag. The repeat results for all three samples were around 1.0 mg/dl. The customer was asked, but could not provide the specific repeat values. The repeat results were believed to be correct and corrections were issued. The customer stated that he ran some full chemistry panels on samples and found no other discrepancies. The patients were not adversely affected. The crej reagent lot number was 19342901, with an expiration date of 07/31/2018. The field service engineer determined that the rinse tubing was damaged. He replaced the tubing, aligned probes, and checked the vacuum pump. The customer ran controls and were satisfied with the results. The customer has confirmed that there have been no further issues since this activity.